Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a pacemaker dependent patient's right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was stable.